Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a partial display. Customer's blood glucose level at the time of the incident was unknown. The insulin pump received a low battery alert and the customer changed the battery and the insulin pump. The insulin pump started beeping twice followed by black screen and the display did not return. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for the analysis.